Event description:
It was reported there was no power. Different power cords were tried. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported no power issue; programmer powered up with the provided power cord and rf (radio frequency) head plugged in. The ECG (electrocardiogram) cable that was returned also plugged in. The programmer passed functional testing. (B)(4).